Event description:
Reportedly, ico reads unstable baseline after cable swap. No patient injury reported.

Manufacturer narrative:
Eval summary: bloodtest; unstable calibration test. Device returned. See evaluation summary.